Event description:
It was reported that the vns patient fell in the bathtub on (B)(6) 2014 and subsequently was unable to perceive magnet mode stimulation on-times. The patient began experiencing ataxia and staring spells associated with confusion. The patient fell seven more times following the initial fall in a span of two days so the patient went to the ER on (B)(6) 2014 and was admitted to the hospital. Follow-up revealed that the patient was later stable. The patient¿s device was tested and diagnostic results showed normal device function. Attempts for additional relevant information have been unsuccessful to date.